Event description:
It was reported that during a da vinci-assisted right partial nephrectomy procedure, intraoperative bleeding was observed following improper placement of a hem-o-lok clip with a third-party laparoscopic clip applier instrument. The bleeding was attributed to the surgical technique used when applying the clip, resulting in a minor tear to an unidentified artery. This necessitated conversion to a laparoscopic approach to control the hemorrhage; no additional port sites were required. The estimated blood loss was approximately 1000 ml, and the patient received a transfusion of two units of blood. Hemostasis was achieved, although specific techniques utilized were not provided. According to the surgeon, the da vinci system, its instruments, or accessories did not cause or contribute to the event. The procedure was completed, and the patient did not experience any post-operative complications, nor is there any concern regarding any long-term complications resulting from this event.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.